Event description:
Additional information received. Patient repeated information and indicated that when they moved their neck, stimulation would "paralyze" their neck.

Manufacturer narrative:
Continuation of d10: product ID 3986a lot# n177354 implanted: (B)(6) 2011 product type lead product ID 3708360 lot# serial# (B)(6) implanted: (B)(6) 2011 product type extension product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2011 product type extension .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot#: n177354, implanted: (B)(6) 2011, product type: lead. Product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. Other relevant device(s) are: product ID: 3986a, serial/lot #: (B)(4), ubd: 30-oct-2012, UDI#: (B)(4). Product ID: 3708360, serial/lot #: (B)(4), ubd: 21-feb-2012, UDI#: (B)(4). Product ID: 3708140, serial/lot #: (B)(4), ubd: 28-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient called to ask why the implant had been burning them. They stated that it woke them up at night and it had gotten worse. They stated it shocked, jolted them and they noticed stimulation turned off when they turned their head. The patient stated that this had been going on since 2012. It was discussed during the call that the patient¿s ins reached expected eos probably two weeks ago and the patient was working with their healthcare provider (hcp) to replace it. The patient stated that they decided to call the manufacturer while they were waiting for their hcp to call them back. The rep stated that their ins was in their lower right side with the leads and extensions all the way up their back to their neck. The patient stated that the burning happened periodically and occurred at the ins site and along the leads. The patient described jolts in their neck and sometimes up their arms to their neck, a bunch of times, like when they were messing with the cable tv wires. The patient stated that when they turned their head to the right, stretched or looked to the left and reach down, they could feel stimulation turning off and then when they go back to position (looks straight ahead again) it jolts them when it starts working. The patient stated that there was something wrong with it. The patient then described the burning. They stated that if they touched their back it was hot and was hot all the way up their neck. The patient stated all of a sudden it would be supper hot on their neck and it felt like someone lit a match on them and it would wake them up. The patient stated that if they turned stimulation off it went away and when they used a different program it would also go away. The patient stated that they had seven settings but could only use the one setting and kept it there because anything else wreaked havoc on them. The patient stated that they had no falls nor traumas and no other medical tests or procedures. The patient reported that they had not told their implanting hcp, but had been telling their manufacturer representatives (reps) about this via emails to one rep in 2013 and the other via text message since (B)(6) 2017, and they stated nothing had been done. The patient stated that the problem now was they were getting it replaced and they wanted to just replace the ins, not the leads and extensions. The patient just had x-rays done. The patient stated that the rep told them it was within parameters. The patient stated that they tried to explain that they feel there is something wrong with the top part -the leads and extensions, but no one was listening. They stated that if the ins was replaced and it did not work with the patient¿s existing leads, they would go back in, but the patient didn¿t want that because they had ¿like 20 operations¿ prior to this. The patient explained that they had worked with one doctor and were now working with a couple of other doctors. They stated that they were guessing the top lead was too short, so the implanting healthcare provider (hcp) had to put another one in there. The doctor stated that they thought the patient¿s original doctor never should have placed it that way. This was later clarified to mean that the manufacturer no longer had the same sized lead and the doctor explained that any other leads would not fit in the scar capsule that was there from the current implanted lead. It was clarified that there were no issues with it. Additional information was received from the manufacturer representative (rep) reporting that they met with the patient on (B)(6) 2019 and (B)(6) 2020 and both appointments were regarding consults to replace the battery due to the battery being older/approaching its end of life as it was implanted on (B)(6) 2011, and the patient wanting MRI compatibility. It was indicated that impedances were checked and were within limits. It was reported that the doctor¿s notes stated that the patient had excellent coverage but was charging more frequently in the last year as it dyes more frequently. It was reported that the patient made an appointment with their doctor and it was discussed with the patient to not replace the leads due to the time frame of them being implanted and due to them getting ¿excellent coverage and ¿no pain.¿ the doctor told the patient that the manufacturer no longer made the same exact lead and that they could potentially lose coverage if they replaced the leads to give them MRI compatibility, so they would only replace the battery and potentially the extensions if necessary as to preserve their ¿excellent¿ results. After the patient¿s doctor recommended just having the battery replaced once going over the pros and cons of the different replacement options, the patient called back stating that they wanted the whole system replaced as they have so many mris and they keep being told that they can¿t get them because of their device. The rep recommended that they make an appointment with another doctor to get a second opinion. The patient then reported that nothing had been replaced yet, but they scheduled a replacement for (B)(6) 2020, since at that time they had reached end of life (eos message was seen on their programmer) with the system. However, it was then reported that their surgery cancelled and not rescheduled yet due to covid-19 pandemic. It was indicated that the patient was treated for right upper extremity pain with a dorsal column stimulator which had been providing excellent relief. No further complications were reported/anticipated.